Event description:
It was reported that a patient underwent a repair of a vaginal laceration on (B)(6) 2015 and suture was used. During the suturing process, the needle broke. A pelvic x-ray was obtained and confirmed that the broken portion of the needle was still located in the vaginal tissue. The remaining needle was removed with the guidance of a c-arm. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional contact office: (B)(4). This medwatch report is in response to receipt of maude event report (B)(4).